Manufacturer narrative:
The reported events were high pacing lead impedance and lead dislodgement due to twiddler¿s syndrome. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. Visual and x-ray examination of the tendril sts lead did not identify any anomalies other than procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, helix could be extended and retracted. The full measure helix extension length was within specification. The reported event of high lead impedance was not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts.

Event description:
During follow-up, the right ventricular (rv) lead was confirmed as dislodged due to the patient's twiddler's syndrome. As a result of the dislodgment, there was also increased pacing impedance noted on the rv lead. The rv lead was explanted and replaced to resolve the event and the patient was stable.